Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the screw threads and body fractured during use. The patient retained the foreign body. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As seen in the photos, the screw is fractured just after the 1st thread. Also, there is damage to the head of the screw. The screw was subjected to scanning electron microscopy (sem analysis) and was found to show evidence of a torsional overload. The device was also subjected to energy-dispersive x-ray spectroscopy (eds analysis), which confirmed it to be consistent with titanium alloy, in conformance with specifications. An x-ray image was provided, and reviewed by a medical professional, with the following assessment: "two surgical screws are present. The longer screw is slightly curved or bent. Just medial to the distal aspect of the longer screw, there is some irregular density that may be screw material related to the reported event." The event of the longer screw being bent cannot be confirmed based on image quality. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.